Event description:
After using opti-free puremoist multi-purpose disinfecting solution for contact lenses, our client's eyes have suspected chemical burns. As of (B)(6) 2023, the client has had 16 eye appointments with 3 doctors, including 2 corneal specialists. Each appointment included a comprehensive eye exam as well as fluorescein eye staining, used to detect corneal damage. The results were positive.